Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook instrument and completed the device evaluation. The instrument was analyzed and was found to have a broken distal clevis at both sides of the ears of the clevis. The broken piece was not returned with the instrument. Clevis does not show abrasions scratches on the outer surface. Components adjacent to the broken do not show damage.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted the insulated part of the permanent cautery hook broke off during re-processing. No fragment fell in the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was found to be defective after coming from csu.